Manufacturer narrative:
(B)(4). D10: item# 110024773n; lot# 0930581. Item# 110027358; lot# 706560. Item# 110024773; lot# 66981736. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital discarded it. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the surgeon toggled the anchor and upon the first stick, pulled back and the tip broke off. The tip was retrieved with a grasper within 1 minute. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the provided pictures identified the part and lot number of the complaint part and that the needle was broken off the assembly. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed as a picture was provided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.